Event description:
It was reported that the implantable pulse generator (ipg) experienced a telemetry problem. When the programmer was placed over the device, a telemetry error message continued to appear. All other equipment was turned off in the room. The nurse had the patient move to the hall but no improvement, she also tried with the programmer head flipped, and it was not any better. The device remains in use, however, a replacement is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).